Event description:
A malfunction labeled was reported with the customer's pump. The customer could not confirm the fault ID because they reset the pump on their own. There was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.